Event description:
It was reported that during routine follow-up this right ventricular (rv) lead exhibited noise during provocative maneuvers and arm movements. The bipolar pace impedance was greater than 3,000 ohms and the lead was discovered to be fractured. The programming was switched to unipolar, with no oversensing observed on provocation. The patient was not dependent, and no adverse effects occurred. It was planned to continue to monitor the situation. The rv lead remains in service.